Manufacturer narrative:
The atec was transported from the hospital to the maintenance site and checked by an engineer. Self-check, atec pressue, cycle time and function were checked. The system worked normally.

Event description:
It was reported that during a biopsy the atec and handpiece self check were passed normally. "During the biopsy the atec machine was broken and the masses couldn't be completely removed." "On (B)(6) 2020, the masses were completely removed using another atec machine. The operation was performed very smooth and the patient recovered very well."